Event description:
It was reported that the customer was unable to clear valid temperature alarms. Customer did finally successfully clear the alarm to address the issue however the temperature alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.